Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical the respiratory staff reported that the "o2 would not deliver 100% and there was no flow for a period of time". The vent wasn't on a patient at the time.

Manufacturer narrative:
Vyaire medical's technical service team was able to confirm the customer's reported issue by utilizing the log file analysis tool. It was determined the o2 supply got interrupted while the ventilator was set to deliver an o2 level above 21%. The interruption resulted in alarm 271 and the alarm got reset when the o2 supply got connected back. Unit functioned as designed.